Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date.device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the device was alarming last error code 1836 and last error code 1310 error¿. Error code 1836 is reported if the photo encoder signal at the processor appears to be oscillating. Error code 1310 is reported when the time appears to have passed midnight (the time of day became smaller) but is not currently near midnight. Error code 1310 was confirmed, and the probable cause was a faulty real-time clock (rtc) battery. There was no record of error code 1836, and it could not be replicated. The rct battery was replaced, and the device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device was alarming last error code 1836 and last error code 1310 error. There was no reported patient involvement.